Event description:
An accidental overdose of insulin was reported when the customer completed the fill tubing step while connected to the pump, which resulted in a low blood glucose event registering at 40 mg/dl. The customer was taken to the hospital by her husband and admitted to the emergency room for 12 hours. The hospital administered saline and dextrose intravenously and provided breakfast, which resolved the issue. The event caused a sore nose due to a fall, but no permanent damage was identified. The customer was released from the hospital with the pump removed and intended to proceed with a check of supplies and the system.